Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review did not show issues related to complaint. No sample returned for evaluation. We are unable to determine cause of the complaint as it can be related to improper use, issue with cable connectors, broken filtration in the light source, etc. However, the manufacturer will continue to trend relating complaints.

Event description:
It was reported that the light source and headlamp purchased back in (B)(6)2018. The headlamp melted during the procedure. There was no reported patient or staff injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the light source and headlamp purchased back in (B)(6) 2018. The headlamp melted during the procedure. There was no reported patient or staff injury.